Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results the DHR was reviewed for hahn tapered implant lot# 6105610 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results a review of stock product was performed for hahn tapered implant lot# 6105610 and found no additional product in stock. Investigation methods/results per the reported information, the customer stated that the reported product will be returned. To date, the product has not been returned to the complaints team for analysis. However, a picture was provided by the customer. The picture was reviewed and it appeared that the implant was fractured as the bottom portion of the implant was missing. A dental prosthetic was attached to the upper portion of the implant. Root cause description a root cause for this complaint cannot be explicitly determined. Probable root cause is the over-torquing of the implant during the initial placement which may have caused the implant to fracture over time. Additionally, it is unclear the methods of implant placement used during the initial procedure and the insertion torque value. IFU-570 rev 3 (hahn tapered implant system) contains the following statement in the implant placement section: "step 3: advancement and final seating - continue threading the implant into the osteotomy site using the preferred placement method. A minimum torque value of 35 ncm upon final seating indicates good primary stability." IFU-570 rev 3 (hahn tapered implant system) contains the following statement in the precautions section: "implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU-570 rev 3 (hahn tapered implant system) contains the following statement in the recommended torque values section under prosthetic components: "the recommended torque value for affixing hahn tapered implant abutments and multi-unit abutments to hahn tapered implants is 35 ncm. The recommended torque value for affixing hahn tapered implant multi-unit accessories utilizing the multi-unit prosthetic screw is 15 ncm. Any other screw-retained prosthetic components, such as impression copings or scanning abutments, should be hand-tightened only. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint device has not been returned. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. The root cause has not been identified. Should the device has been returned an evaluation will be performed, and a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the hahn tapered implant fractured. No relevant medical history of the patient was reported. The patient's bone quality is type 2, and their oral hygiene is excellent. On (B)(6) 2022, the patient presented for a primary procedure on tooth #18. On (B)(6) 2024 the patient presented with a fractured implant two years after restoration placement. They are being sent to an oral surgeon in their area to have the remaining portion of the implant explanted, on (B)(6) 2024. No permanent injury was reported.